Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital approx 6 weeks ago due to gi bleeding. The pt's hgb was as low as 5.1. A colonoscopy was performed to locate the source of the bleed. The source was clipped. It was also reported that the pt is currently doing well at home.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.